Event description:
The customer reported that the system exhibited an error and locked up requiring a reboot to regain functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and configuration files were evaluated and reloaded. Workstation connections were also reseated during the service event. The system was tested and found to be working as intended and returned to service.